Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured and no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient additionally reported having experienced the events of ¿capsular contracture baker grade unknown¿, ¿breast hurt so bad¿, ¿rash, hives¿, ¿lymph nodes pulling gel¿ and ¿lost their uterus due to inflammation¿. Additionally, healthcare professional reported not finding rupture and capsular contracture based on operative report. A follow up call to the physician's office confirmed the operative report findings.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture, pain, and "rash in the chest area that comes and goes and is traveling down the arms like hives." Device remains implanted. This record is for the left side.